Event description:
It was reported that the patient was not able to adjust stimulation. The patient programmer showed a power-on-reset screen, but the patient did not notice the code associated with the screen. Additional information received reported that the patient got a display showing "call your doctor", eri (early replacement indicator). The patient was scheduled for replacement. It was reported that the device was defective because eri showed up within one year after implant. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.